Event description:
It was reported that a spectrum iq pump tubing was flattened inside the pump channel during infusion of lipids, smof(soybean oil, median change triglyceride, olive oil and fish oil) therapy in the neonatal intensive care unit, resulting in the infusion stopping. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred between 09/29/2022 - 10/11/2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.